Manufacturer narrative:
No revision surgery was performed so the device was not returned for evaluation. A supplemental report is not anticipated unless additional relevant information is received. Should the product or additional relevant information become available, an evaluation will be conducted and a supplemental report filed with the results.

Event description:
During a clinical visit 6 months post surgery, the surgeon noted that a screw had broken at l5. No revision was performed.